Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegations of cuff erosion, incontinence and mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists incontinence and erosion as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence and mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral cuff erosion was identified. The physician explanted the cuff and deactivated the system. It was indicated that the physician did not believe the device caused the erosion as the patient had undergone radiation. A posterior reimplant procedure was performed. Upon inspection of the tubing, blood was observed inside the device. The physician decided to explant the existing pump and balloon and replace all components. The patient was expected to full recover following the procedure.